Event description:
**Update** (B)(4) 2013- plaintiff¿s preliminary disclosure form was received, which identified part/lot information for the sleeve and femoral stem. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reported infections against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. The patient was implanted in april 2007 and revised on may 31, 2013. It is not likely the device contributed to the patients reported infection 6 years after implantation. It is known the asr platform was voluntarily recalled and the product codes have been discontinued. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient began suffering extreme pain that continued to worsen and significantly impaired her ability to perform daily activities. The patient also showed increased metal ion levels. (Right side) (birth year 1928). **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update**(B)(4) 2013 - sales rep reported revision surgery on right hip due to trunnion wear and osteolysis. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2013.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.